Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Initially, a watchman truseal access system (was) double curve sheath was positioned and laa closure was attempted with two 24mm watchman laa closure device & delivery systems (wds). After removal of the second 24mm wds, the was double curve sheath was exchanged for a was anterior curve sheath and laa closure was attempted with a 20mm wds. Pericardial effusion and cardiac tamponade were identified and the 20mm wds was removed. Pericardiocentesis was performed and the patient was transferred to the operating room for surgical intervention. The patient's hospital stay was extended beyond the standard of care for this procedure. No additional information is known at this time.